Event description:
It was reported an angio-seal was deployed in 2003. The patient developed symptoms of vascular insufficiency in the right leg; became cold and pulses were absent. The following day, a doppler ultrasound revealed an acute thrombosis of the proximal superficial femoral artery extending to the perineal artery. A femoral angiogram revealed the anchor was approximately 4-5 centemeters above the bifurcation of the femoral profunda and superficial femoral artery bifurcation. The patient underwent surgery where a clot was removed from the access site and the angi0-seal anchor was removed from the artery. The anchor was in the form of a v and very firm. The patient reportedly recovered with no further complications and was discharged 2 days later. This event occurred during certification training.